Manufacturer narrative:
(B)(4). The lens met all specifications prior to release. All currently available information is included in this report. A supplemental MDR will be filed as necessary should additional reportable information becomes available. The lens remains implanted in patient.

Event description:
The account reported that after implantation of a tecnis 1-piece intraocular lens, the haptics were "glued" and had to be manually separated with the use of forceps without complication . The lens remains implanted. No patient injury reported.